Manufacturer narrative:
Device manufacture date: aug-16-2010, aug-23-2010. Visual examination of the returned viper x25 set screw inserter revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided. Optical images of the fractured surface revealed plastic deformation. The texture of the fractured surface is consistent across the entire surface suggesting the driver tip underwent a quasi-static overload shear failure. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. Product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause of the inserter¿s tip breaking was attributed to use of the set screw inserter for removal of locked set screws. Additionally, the fracture analysis report identified that the driver tip underwent a quasi-static overload shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that on (B)(6) 2013, percutaneous fixation (l3-5) with the viper system was performed for the patient with l4 burst fracture. On (B)(6) 2014, the removal operation of implants was conducted since bone union was confirmed. During the operation, it was found that soft tissue had been firmly attached to the implants. When the surgeon tried to insert a torque driver into the implant, it slipped and could not be seated because of the attached soft tissue. The situation did not change even by the counter torque. Although viper x25 setscrew inserter had a possibility of breakage due to the insufficiency in strength in this case, the surgeon decided to use it instead to avoid additional incision. When removing the implant, the setscrew inserter could not resist the overload and was broken. The broken pieces were all retrieved from the patient¿s body. After that, the surgeon removed the implants using the torque driver after making additional incision and soft tissue was separated from the implants with an electrosurgical knife. No surgical delay or harm to the patient was reported.

Manufacturer narrative:
Device manufacture date: aug-16-2010, aug-23-2010. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.